Event description:
It is reported that the shell would not seat or lock on to the shell inserter correctly. Eventually the shell was implanted.

Manufacturer narrative:
This report will be amended when our investigation is complete.